Manufacturer narrative:
H6: medical device problem code 1494 ¿ indications for use. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after an ablation procedure using a 10.5f sheath; however, the physician didn¿t use the pre-close technique. It should be noted that the electronic prostyle instructions for use (eifu), states: the perclose prostyle smcr system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access site of patients who have undergone diagnostic or interventional catheterization procedure: a) for access sites in the common femoral artery using 5f to 21f sheaths. For sheaths sizes greater that 8f, at least two devices and the pre-close technique are required. In this case, the IFU deviation would not have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after an ablation procedure using a 10.5f sheath. Reportedly, a cuff miss [suture retrieval issue] was noticed. Another prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.